Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported prongs were pushed in on transformer. The customer did not report any fire, spark or injury. Upon receipt of the product, a breach was found in the transformer. Evaluation summary: a visual examination of the power supply revealed the transformer housing showed a hole in the transformer, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across ac blades measured as 0 ohms, which is not normal and indicates that the thermal fuse did blow. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer svc that the prongs on her transformer for her pump in style breast pump were pushed into the transformer. Upon receipt of the product and the qe eval, a breach in the transformer was found exposing the underlying electronics which is a safety risk.